Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -12.0/1.0/080 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Refractive surprise, blurred vision, and excessive vault was observed. Lens remians implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter-12.0/+1.0/80 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced an excessive vault and refractive surprise. The lens remains implanted and the problem was not resolved. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).